Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 20 mg/dl. The cause of bg was unknown. Reportedly, the contact checked customer's bg while customer was sleeping and contact was unable to wake the customer up. Customer went into shock and was revived by paramedics. Suspected cause could not be determined. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump. User made bolus requests while still having insulin on board (iob) and without entering current bg level. On (B)(6) 2018, the user manually lowered the basal rates to 1.2 u/hr, then to 1.1 u/hr. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.